Event description:
It was reported that during a tonsillectomy, the needle broke and a broken needle fragment was retained in the soft tissue of the oral throat area. C arm fluoroscopy was required to locate the fragment, and it was located but not retrievable at the time. The procedure time was extended by approximately 5 hours. Extended hospitalization was reported. Additional surgery was planned approximately 1 week later at another center to retrieve the retained needle fragment.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted two needles attached to sutures. One needle was observed to be intact and the other needle was observed to be broken. The broken needle was observed to be missing the needle tip. It was reported that the needle broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.